Manufacturer narrative:
Section e1: reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
This event was determined to be supplemental, investigation findings will be submitted under MFR # 2916596-2025-06090.

Event description:
There was no indication of issues with the pump operation.